Event description:
It was reported to philips that the heartstart mrx training defibrillator showed device error service required message and power on messages for pacer/shock equipment malfunction. There was no reported pt involvement.

Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted once the investigation is complete.